Event description:
During an atrial fibrillation procedure, the patient experienced a pericardial effusion. Transeptal puncture was difficult during the procedure and mapping of the left atrium was completed to isolate the veins. The patient had a complex anatomy which made the catheter handling a bit difficult and high contact force was noted in some parts of the atrium. The patient felt unwell approximately an hour following the procedure and an ultrasound revealed an effusion and the patient was transferred to surgery. No further information is available regarding the patient there were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.